Event description:
It was reported while using bd prn adaptor the label information was inconsistent. This occurred 7600 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the dealer delivered the goods to the material department, it was found that the license number of the production enterprise in the large package of the product was inconsistent with the registration certificate number. There were 19 boxes in total, 400 pieces per box. The hospital has rejected it and hopes to replace it as soon as possible.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted of the licensing information provided. A comparison to the document revision history indicates that the registration certificate information registered by the customer is the content of the previous version and has not been updated. Lot# 3052877 referred to by the customer is a normal product and can be used with confidence. The reported non-conformance has been confirmed. The most likely root cause for this non-conformance is related to human error, as the sales representative is responsible to providing updated documentation to the customer.

Event description:
It was reported while using bd prn adaptor the label information was inconsistent. This occurred 7600 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the dealer delivered the goods to the material department, it was found that the license number of the production enterprise in the large package of the product was inconsistent with the registration certificate number. There were (B)(4) boxes in total, (B)(4) pieces per box. The hospital has rejected it and hopes to replace it as soon as possible.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.